Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump passed the displacement. The insulin pump was received with broken reservoir tube lip and cracked case.

Event description:
It was reported that the insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer states the insulin pump was fallen and the case was cracked. The insulin pump will be returned for analysis.